Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the sheath broke off inside of the patient. The broken piece was retrieved and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence alleged failure: it was reported by the customer carma pickering the whole end came off in the patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be conductive irrigating or aspirating fluid used was inside the distal end, and contacted the probe and the sheath causing the sheath to melt, power set too high, user misuse or overuse. Mfg date: manufacture date is not known. (B)(4).

Event description:
It was reported that the sheath broke off inside of the patient. The broken piece was retrieved and the procedure was completed successfully.